Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2017-product analysis: the device was returned and evaluated by product analysis on 07/19/2017 with the following findings: the cartridge compartment crack could not be confirmed during investigation ¿ no damage was observed. Two battery compartment cracks were observed. The display was found to be dim and discolored.